Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege patient suffered significant pain, soreness, and discomfort; difficulty walking and performing routine activities; inability to lead a normal life; elevated metal ions level, measured at 13.4 mcg/l of cobalt and 4.3 mcg/l of chromium pre-revision; revision surgery revealing metallosis and necrotic tissue; opposite knee pain, emotional distress, anxiety, and mental anguish; medical and other related expenses.